Event description:
Fmc product complaint received for investigation. Stated complaint is internal "blood leak" during 1st stage use of the dialyzer. Dialyzer was a preprocessed dialyzer that was not used by the pt prior to this incident. Estimated blood loss 250cc. No medical intervention. Notified that actual sample is available.